Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been returned for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the purple navlock is damaged where instruments are inserted. A representative went the site and tested both navlocks and both awl tip taps. He found that the navlocks and awls had difficulty being inserted and spun around. Additionally, all navlocks and awls were able to be separated with very minimal pressure even though the two locking tabs were not being pressed together.

Manufacturer narrative:
Product information was updated. The tracker was returned for analysis. Functional testing found galling that was causing slight difficult to insert known good handles. Otherwise the tracker returned good geometry and divot error readings. If information is provided in the future, a supplemental report will be issued.